Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 18.0 diopter monofocal lens got stuck in the cartridge while attempting to insert it into the left eye. The lens had patient contact and the incision was enlarged. A new lens of the same model and diopter was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on 3/20/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed viscoelastic residue and particles on the lens. The insertion device of the pcb00 was not included. Therefore, the reported lens stuck in cartridge could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.